Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID a52300 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were picking up their pants straight above their butt bone last friday and they got shocked down their right leg. Patient said they had to turn the therapy off for a while and when they turned it back on they decreased the stimulation from 0.6 to 0.4. Patient confirmed the shocking sensation subsided when decreasing the stimulation. Patient also said if they press on the implant in their hip they get a shock where the device is and on the right side of their leg. Patient said they have no programs, they were able to decrease the stimulation. Patient also mentioned when the decreased the stimulation, the symptoms came back. The patient was redirected to their healthcare provider to further address the issue.